Event description:
It was reported that a patient was scheduled for full revision surgery due to an unknown reason. During pre-op, it was determined that the reason for the full revision was high impedance. Diagnostic data was only available from the date of implant, (B)(6) 2008, and there was no indication of a device malfunction. The explanted products were discarded by the facility.